Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to pain, swelling and retention issue. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on december 20, 2022.